Manufacturer narrative:
If explanted, give date: not applicable, as lens was not removed. Telephone number (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that when placing the cartridge tip in the incision and pushing the intraocular lens (iol) with the pcb injection system, the lens rod broke the cartridge and started to come out from the side through an opening that the rod caused while being injected. With that, the client released the lens out of the cartridge with half inside the bag and finished the injection of the lens with forceps since it was bent in the incision. There was no noticeable delay in surgery and there was no noticeable problem in the patient other than increased handling in the patient's eye. The lens was inserted as the doctor managed to get around this problem when injecting it. There was no explantation, the lens remains implanted. No other information was provided.